Event description:
The following was reported by the patient: it was alleged that the patient was implanted with a "marlex" mesh in 2003 to treat a hernia. He alleges that in 2010 he was lifting roof tiles (150 lbs) and reherniated the site. Allegedly, in (B)(6) 2013 he had surgery to remove the mesh, which was partially explanted and the hernia was repaired primarily. The patient reports having significant discomfort, pain and constipation since this procedure and is planning to have another surgery done to fix the hernia with the implant of a mesh. He states that he has lost 16 pounds since the surgery. The patient's wife states that she knows that the problem was due to his re-injury in 2010 in which the hernia came through the mesh. He is now looking to have mesh implanted at the site.

Manufacturer narrative:
It appears that the patient's problems are due to his lifting the roof tiles, which resulted in the reherniation of the site. However, no medical documentation has been provided, therefore this investigation is inconclusive, as such no definitive root cause can be determined. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.